Manufacturer narrative:
Qn#: (B)(4).

Event description:
During cvc insertion the guide wire kinked and began to unravel. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was reported to be delayed/interrupted.

Event description:
During cvc insertion the guide wire kinked and began to unravel. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide for evaluation. Signs-of-use in the form of biological material was observed between the guide wire coils. Visual analysis revealed that the guide wire had become unraveled due to the distal weld separating from the core wire. Despite this, the distal weld was still attached to the coils. Microscopic examination confirmed that both welds were present and fully formed. In addition to the unravelling, the guide wire also contained three kinks across the guide wire body. The kinks in the guide wire measured 17mm, 190mm, and 430mm from the proximal weld. The length of the guide wire measured 455mm, which is within the specification limits of 450mm-458mm per the guide wire graphic. The guide wire outer diameter measured 0.794mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire graphic. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report that the guide wire unraveled was confirmed through examination of the returned sample. The distal weld of the guide wire had separated from the core wire. The guide wire met all dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.